Event description:
While inserting bard g2 ivc filter to groin, distal marker to sheath was missing. Filter deployed w/out incident. Immediately post procedure, using fluoroscopy, marker was noted in soft tissue of groin. Immediately removed by surgeon using hemostat. No further issues.